Event description:
There was a problem after engagement of the device. Upon removal of the trocar the ultrasoft implant came out with the trocar. Required the use of another one. No patient injury was reported.